Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The field service engineer performed system adjustments. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
Questionable b2mg tina-quant beta-2-microglobulin results were generated by a cobas 8000 c 502 module. The events involved a total of 3 patient samples.